Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc) and ventricular tachycardia (vt) in the day following the implant of a leadless implantable pulse generator (ipg). It was further reported that the leadless ipg had dislodged to the right ventricular outflow tract and then to the left pulmonary artery. The leadless ipg was explanted and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.